Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that "when confirmation was made at the time of completion of the procedure, the probe tip was bent." It was stated that no patient was present for the event.

Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue was confirmed as there was physical damage to the probe. The tip of the returned probe was visibly bent. However, with markers attached and fully seated, the probe returned good geometry and divot error readings. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.